Manufacturer narrative:
(B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted. Concomitant medical products: unknown versys femoral head 12/14 taper, p/n unknown, l/n unknown; unknown zimmer m/l taper, p/n unknown, l/n unknown; unknown liner, p/n unknown, l/n unknown; unknown cup, p/n unknown, l/n unknown. Multiple MDR reports were filed for this event. Please see reports: 0001822565-2017-05724; 0001822565-2017-05725.

Event description:
It was reported patient received a revision procedure two weeks after implantation due to infection. Postoperative diagnoses included deep infection, acetabular bone loss, bony necrosis associated with prior mechanically assisted crevice corrosion (macc), and (B)(6). Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable as this device was not involved in the event. The initial report was submitted in error and should be voided.